Event description:
It was reported that patient was at home unconscious due to a short pump stop. The ambulance performed a resuscitation for a few minutes. The patient was awake and alert after that. System controller showed no parameters beside the power. No communication was available from the pump to the controller. In the hospital, log files were retrieved and confirmed the pump stop and the loss of system controller/lvad communication. The communication fault alarm, caused by a defect in the system controller, resolved after modular cable and system controller exchange. The patient was sent home after observation. Patient was stable.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a pump stop event, and a communication fault alarm was confirmed via analysis of the returned system controller. System controller event log files were submitted and downloaded for review and data from the event date of 03apr2025 was reviewed. The log files captured a system controller reset on 03apr2025 at 16:19:25. A loss of lvad comm alarm then activated at 16:19:36. The data captured at 16:33:26 revealed that the pump power was at 4.324 w, which suggests that the pump restarted; however, the pump communication was compromised and no other pump parameters aside from pump power were captured in the log files. The data captured on 03apr2025 at 18:10:42 indicated that the driveline had been disconnected to exchange the system controller, as pump power had decreased to 0 w. No other notable alarms or events were observed in the log files. The returned system controller (serial number: (B)(6)) was tested alongside known working test heartmate equipment, and connected to a mock circulatory loop, and upon connecting the driveline a communication fault alarm activated. It was also observed that the only pump parameter being displayed on the system monitor was pump power, which was at 3.1 w. Visual inspection of the system controller confirmed that the pump running light emitting diodes were illuminated, and the pump was observed to be operating. The system controller was then disassembled to inspect the internal components, revealing damaged capacitors on the main printed circuit board assembly (pcba). Due to the damaged capacitors, the system controller was not able to communicate with the test pump during analysis; however, it was still able to operate the pump. The reported event was determined to be due to damaged capacitors on the main pcba; however, a specific root cause of the damage could not be conclusively determined through this analysis. The reported event of a pump stop event, and a communication fault alarm was confirmed via analysis of the returned system controller. System controller event log files were submitted and downloaded for review and data from the event date of 03apr2025 was reviewed. The log files captured a system controller reset on 03apr2025 at 16:19:25. A loss of lvad comm alarm then activated at 16:19:36. The data captured at 16:33:26 revealed that the pump power was at 4.324 w, which suggests that the pump restarted; however, the pump communication was compromised and no other pump parameters aside from pump power were captured in the log files. The data captured on 03apr2025 at 18:10:42 indicated that the driveline had been disconnected to exchange the system controller, as pump power had decreased to 0 w. No other notable alarms or events were observed in the log files. The returned system controller (serial number: (B)(6)) was tested alongside known working test heartmate equipment, and connected to a mock circulatory loop, and upon connecting the driveline a communication fault alarm activated. It was also observed that the only pump parameter being displayed on the system monitor was pump power, which was at 3.1 w. Visual inspection of the system controller confirmed that the pump running light emitting diodes were illuminated, and the pump was observed to be operating. The system controller was then disassembled to inspect the internal components, revealing damaged capacitors on the main printed circuit board assembly (pcba). Due to the damaged capacitors, the system controller was not able to communicate with the test pump during analysis; however, it was still able to operate the pump. There were also incidental findings of a cut in the outer jacket of the white power lead that was exposing the underlying shielded layer, and the strain relief on the connector side of the white power cable was also observed to be broken. The reported event was determined to be due to damaged capacitors on the main pcba; however, a specific root cause of the damage could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 17mar2020. Battery inspection data was reviewed for the 11v backup battery, serial number (B)(6), revealing that the battery passed all inspection testing. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 IFU section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including communication fault alarms, and the actions to take if the issue does not resolve. Heartmate 3 IFU section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the system controller power cables. Additionally, heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories ¿ including their controller power cables ¿ for damage, and to replace any equipment that appears damaged or worn. The patient handbook and the IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.